Manufacturer narrative:
(B)(4).

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a sore 3 inches in diameter on the back that was bleeding. The patient also reported being on blood thinners and bleeds easily. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised temporarily removing the device to allow the wound to heal. Outcome of the wound is unknown.